Event description:
It was reported that the patient's device was initially deemed inoperable following an unrelated surgical procedure. I was also reported that the device was not placed in surgery mode prior to the procedure. As a result, the patient's device was recovered by a representative and therapy was restored.